Manufacturer narrative:
Conclusion: reported event was confirmed. No devices were returned so analysis could not be completed. A picture provided shows evidence of filter hold up in the cvr. There is limited information available regarding the device condition, use conditions, or other details regarding the reported event so the cause cannot be determined. Hold up can be caused if an insufficient heparin / anticoagulation protocol is used and fibrin builds up on the screen; however, this cannot be confirmed. Although it may have been momentary even if the majority of the case maintained an acceptable anticoagulation protocol. The IFU for the affinity nt hfo/cvr states the following; a strict anticoagulation protocol should be followed, and anticoagulation should be routinely monitored during all procedures. The benefits of extracorporeal support must be weighed against the risk of systemic anticoagulation and must be assessed by the prescribing physician. Adequate heparinization must be maintained before and during bypass. The serial number of the device was also not reported so device specific manufacturing documentation cannot be reviewed. Trends for issues with this product are reviewed at quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information during use of this nt affinity oxygenator and cardiotomy venous reservoir (cvr), the customer was reporting that at the first prime, when a crystalloid solution (ringer's solution) was poured, the level in the reservoir between the membrane very slowly passed from one compartment to another. Sometimes it helped if the doctor knocked a little on the reservoir. The device was replaced by a similar model to complete the procedure and there was no adverse patient effect associated with this event.